Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: manufacturing location: elmira / monument, released to warehouse: 09-jul-2015, expiration date: 01-jul-2025, part number: 04.107.508s, 2.7/3.5mm ti va-lcp x-articlr prox ulna pl 8h/lt/157mm-sterile, lot number: 9839787 (sterile), lot quantity: (B)(4). Note: this DHR review is for monument operations only: work order traveler met all inspection acceptance criteria. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the 2.7mm/3.5mm va-lcp extra-articular proximal ulna plate was received at the us cq. The plate was broken in two (2) fragments along the s-1, s-3, and va-6 holes. Both fragments had many scratches on their top surfaces. Hole 2 had scratches in its unthreaded portion. No other issues could be identified with the returned portions of the device. Dimensional inspection: small fragment plate thickness at fracture and big fragment plate thickness at fracture were measured and found to be conforming per relevant drawings. Manufacturing record evaluation: the received device (part # 04.107.508s lot # 9839787) was manufactured at the elmira/monument site on 09 july 2015. This lot met all visual, sterility and packaging criteria for ops # 130-180 at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Conclusion: the complaint was confirmed for the 2.7mm/3.5mm va-lcp extra-articular proximal ulna plate. The plate had fractured in two (2) pieces along three (3) holes. The top surface of both fragments had scratches, and hole 2 had some scratches inside of it. Given the placement of the scratches, they most likely were a result of implantation and explantation. No notable difference in plate thickness could be identified at the point of fracture. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the patient underwent the hardware removal procedure on (B)(6) 2019.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a hardware removal due to broken variable angle (va)-lcp proximal ulna plate and nonunion. Initially, the patient was implanted with a variable angle (va)-lcp proximal ulna plate on (B)(6) 2018 due to crush fracture at the left proximal ulna. During follow-up observation in the middle of (B)(6) , delay of bone healing was suspected and on (B)(6) 2019, the plate was observed to be broken as confirmed by x-ray taken on an unknown date. During the re-operation, the broken plate was removed and freshening of the nonunion site was done. Then, grafting from the ilium was done and the affected site was fixed with an unknown olecranon locking compression plate ( lcp) with four (4) holes. The incision size was about 15 cm. And the operation time is one hundred twenty (120) minutes, though it is unknown if there was a surgical delay with that operation time. Patient and procedure outcome were unknown. Concomitant device reported: unknown locking screw ( part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).